Manufacturer narrative:
407645, lead, implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increased number of short intervals on the sensing integrity counter (sic). It was observed impedance and threshold measurements were stable and within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.